Event description:
Reporter alleged going to the emergency room (ER) due to the results from the blood glucose monitoring device. Reporter stated at 9 am, glucose device was lo. Reporter stated not taking insulin as a result of the reading. Reporter stated experiencing shortness of breath and vomiting and three hours later a nurse tested with a different glucose device to obtain a result of 472 mg/dl. Reporter stated a family member took pt to the ER at 1:00 pm. Reporter indicated the nurse administered insulin before going to the hospital. Reporter stated remaining in the hospital for five hours while other tests were performed. Reporter stated no controls were used on the system. A request was made for the return of the suspect device and replacement product was sent.